Event description:
Revision surgery - the glenoid baseplate and glenoid head lost their fixation to the glenoid. This may have been caused from bone loss. The humeral shell, humeral socket insert, and all 5.0 locking screws were replaced due to improper sizing.